Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states robert alleges the bed was working and while trying to function the head section, a bang was heard and the head section dropped flat.